Event description:
The patient slipped and fell, and was also in a car accident. The device subsequently stopped working and the patient had a return of symptoms. X-ray showed that the device had not migrated. The ipg was replaced. It was noted that the patient recovered without sequelae.